Event description:
A surgical tech reports that the surgeon felt the intraocular lens (iol) was "overhandled" during the loading process. The iol was not used on the patient and there was no patient impact.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There has been one other similar complaint reported in the lot number. Additional info was requested on 08/29/2008 and 09/19/2008 by mail. A completed questionaire was received on 09/16/2008.